Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 150 mg/dl. Customer's mother stated that all of the buttons stopped work. Customer was advised that pump is oow and agreed to send the oow letter.